Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 07/8/2015. The fse found that the mount of the differential mixing motor was loose and was causing the noise. The fse replaced the differential mixing motor assembly, which repaired the issue. The repairs were verified per established procedures. The beckman coulter internal identifier for this event is (B)(6).

Event description:
The customer reported a noise from the coulter lh 500 hematology analyzer. The customer noticed the mixing chamber was making the noise. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.